Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial signals on the ventricular channel. Boston scientific technical services (ts) was consulted and discussed that on one of the episodes, the oversensing was due to electromagnetic interference (emi) resulting in pacing inhibition. Ts provided with reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.